Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to crack on bending section cover glue. Additional findings are as follows: the bending section cover was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tip chipped while using the videoscope. The issue occurred during reprocessing prior to a diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress, handling, or external factor. The event can be detected/prevented by following the instructions for use which state: "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor field performance for this device.